Event description:
Per user facility report no 392304000-1999-0008: head-injured pt had icp monitor put in on date of arrival. Per physician, the next day monitor reading inaccurate and monitor was replaced.